Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one opening curved on the anterior, crease flat, and red particles on the shell. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified two striated openings on the anterior. Based on the device analysis the final assessment was two striated openings due to surgical damage consistent in the use of some surgical tools. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data:.d.6., g.1.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.